Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the electrode did not have any signal during a thyroid procedure. There was no troubleshooting done to resolve the device issue and the procedure was completed using a back-up device. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that visually, the yellow c-clip contact was pulled back into the clip body. Per ¿detail a¿ the drawing shows the contact being exposed to the inside diameter of the clip body and the returned sample was 0.05¿ away which indicates an out of specification condition. If information is provided in the future, a supplemental report will be issued.